Manufacturer narrative:
(B)(4). Investigation summary: a device history review was completed for material number 306546 and lot number 0134594. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation, one physical sample was received for evaluation for our quality team. The sample came in a (B)(6) plastic bag with 2 ml of solution and the plunger rod-rubber stopper at the 4 ml mark. The sample was tested for sustaining force and all results were found to be within specification. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was received. It came in a (B)(6) plastic bag. It has 2 ml of solution, the plunger rod-rubber stopper is at the 4 ml mark. The sample was tested for sustaining force giving 16.6 n, then the plunger rod-rubber stopper was pulled back to the 10 ml mark and tested again giving 16.2 n. The specification is <20n. A review of the applicable fmea/eura (B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause description: the sample received is within product specification. Rationale: based on the investigation the symptom reported by the customer could not be confirmed; we will continue monitoring and trending the complaints to this lot and symptom. This lot was produced for 1.6 mm units, this is a cpm of 0.62.

Event description:
It was reported that syringe 10 ml reg pr saline 10 ml fill had a difficult to move plunger. The following information was provided by the initial reporter: "it was reported that the plunger was difficult to push. Event description per attached email states: the plunger became slower difficult to push and then could not push any further, I have the product it has been used, the lot number is 0134594. One of the nurses brought it forward if you need her name, I can get it."